Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing was misaligned on the pressure plate. This product problem was observed immediately after the package was opened it. The patient refrained from using the product due to concerns of under delivery of medication.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd cassette reservoirs was returned for analysis, and the sample consist of one cassette product form p/n 21-7302-24. The sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and the cassette was in good condition. Functional testing where performed by the sample been connected to the cadd legacy plus pump and a balance mettler toledo to look for unusual function and the accuracy test passed successfully. According to the investigation no root cause has to be determined since the complaint was not confirmed due the cause that no issues were found with shm product. No corrective actions are required since the complaint was not confirmed. As a preventive action, a notification to the production personnel of this complaint was conducted by the quality engineer.